Event description:
The customer reported a significant drop in battery charge to 5% despite being connected to a power source. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.